Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("there was noted to be still a portion of the essure coil within uterus") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 37-year-old female patient who had essure (batch no. A36524(mr)) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, vaginitis, uterine bleeding, vulvitis and ectopic pregnancy. Previously administered products included for an unreported indication: gabapentin from (B)(6) 2019, buspar from (B)(6) 2019, oxybutynin from (B)(6) 2019 and hydrocodone from (B)(6) 2019. Concurrent conditions included diverticulosis, fibromyalgia, gastroesophageal reflux disease, dysfunctional uterine bleeding, nickel sensitivity, peritoneal cyst, polymenorrhoea and dysfunctional uterine bleeding. Concomitant products included diazepam since 2013, dicycloverine (dicyclomine) since 2013, lidocaine (lidocain) since 2013 and pantoprazole since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome") with urticaria and pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was removed on 23-jun-2015. At the time of the report, the pelvic pain, device breakage, dysfunctional uterine bleeding and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2019, outside counsel confirmed that the plaintiff fact sheet received on (B)(6) 2018 contained incorrect information. This extraction form contains information extracted from the medical records received the same date. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2019: negative. X-ray - on (B)(6) 2016: testing for allergies: allergies to nickel and chromeof essure device. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nickel allergy, pelvic pain. Lot number:a36524 manufacturing date: 2012/08 expiration date: 2015/08. Lot number:c26965 manufacturing date: 27-feb-2014 expiration date: 28-feb-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: mr received. Implant date was updated. Event: device breakage were added. Medical history, lab data were added. On 28-mar-2019: information received from fu(19-nov-2018) was removed :removal date deleted. Concomitant condition, lab data was deleted. Lot number (as per pfs) was removed. Event deleted: uterine perforation, migration of essure device, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, prolapse, bloating, mood swing, ovary pain, vaginal canal pain. Outcome changed to unknown from recovered/resolved for pelvic pain and dysfunctional uterine bleeding. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("chronic pelvic pain"), device dislocation ("migration of essure device") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 37-year-old female patient who had essure (batch no. C26965(pfs),a36524(mr)) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, vaginitis, uterine bleeding and vulvitis. *current weight 150 lbs. Previously administered products included for an unreported indication: gabapentin from 2012 to (B)(6) 2018, buspar from 2010 to (B)(6) 2018, oxybutynin from 2012 to (B)(6) 2018 and hydrocodone from 2012 to (B)(6) 2018. Concurrent conditions included body mass index normal, diverticulosis, fibromyalgia, gastroesophageal reflux disease, dysfunctional uterine bleeding, nickel sensitivity and peritoneal cyst. Concomitant products included diazepam since 2013, dicycloverine (dicyclomine) since 2013, lidocaine (lidocain) since 2013 and pantoprazole since 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome") with urticaria and pruritus. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), migraine ("migraines / headache"), headache ("migraines / headache") and mood swings ("mood swing"). In (B)(6) 2015, the patient experienced prolapse ("prolapse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), adnexa uteri pain ("ovary pain"), vulvovaginal pain ("vaginal canal pain"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, dyspareunia, headache, weight increased, prolapse, mood swings, adnexa uteri pain, vulvovaginal pain and abdominal distension outcome was unknown, the pelvic pain, migraine, urinary tract disorder and bladder disorder was resolving and the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, bladder disorder, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, prolapse, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (as per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Essure devices in satisfactory position bilaterally occluded. X-ray - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, irregular vaginal bleeding. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs & medical record received. Medical history, concomitant drug, concomitant condition was added. Lot number was added. Added event uterine perforation, migration of essure device, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, prolapse, bloating, mood swing, ovary pain, vaginal canal pain. Updated outcome of events. Updated date of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('there was noted to be still a portion of the essure coil within uterus/breakage/ expulsion: breakage'), pelvic pain ('chronic pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 37-year-old female patient who had essure (batch no. A36524,c26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, vaginitis, uterine bleeding, vulvitis and ectopic pregnancy. Previously administered products included for an unreported indication: gabapentin from 2012 to 25-sep-2019, buspar from 2010 to 25-sep-2019, oxybutynin from 2012 to 25-sep-2019 and hydrocodone from 2012 to 25-sep-2019. Concurrent conditions included diverticulosis, fibromyalgia, gastroesophageal reflux disease, dysfunctional uterine bleeding, nickel sensitivity, peritoneal cyst, polymenorrhoea and dysfunctional uterine bleeding. Concomitant products included diazepam since 2013, dicycloverine (dicyclomine) since 2013, lidocaine (lidocain) since 2013 and pantoprazole since 2013. On (B)(6) 2013, the patient had essure inserted. In march 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome/allergy: nickel - diag. Post-essure") with urticaria and pruritus. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/ skin condition"), skin disorder ("rash/ skin condition"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("hair loss") and visual impairment ("vision probs") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Unilateral) and removal of essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals and psychological trauma outcome was unknown and the rash, skin disorder, fatigue, alopecia, weight decreased, hormone level abnormal and visual impairment had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, rash, skin disorder, uterine perforation, visual impairment and weight decreased to be related to essure. The reporter commented: on 28-mar-2019, outside counsel confirmed that the plaintiff fact sheet received on 19-nov-2018 contained incorrect information. This extraction form contains information extracted from the medical records received the same date. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results of confirm. Test left occlusion only. Pregnancy test urine - on (B)(6) 2019: negative. X-ray - on (B)(6) 2016: testing for allergies: allergies to nickel and chromeof essure device. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nickel allergy, pelvic pain lot number:a36524 manufacturing date: 2012/08 expiration date: 2015/08. Lot number:c26965 manufacturing date: 27-feb-2014 expiration date: 28-feb-2017. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: dyspareunia, abdominal pain, dysmenorrhea (cramping), gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding), psych injury, perforation: uterus, rash/ skin disorder, other injuries/symptoms: fatigue, hair loss, weight loss, hormonal changes, vision problems were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('there was noted to be still a portion of the essure coil within uterus') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 37-year-old female patient who had essure (batch no. A36524,c26965) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, vaginitis, uterine bleeding, vulvitis and ectopic pregnancy. Previously administered products included for an unreported indication: gabapentin from 2012 to (B)(6) 2019, buspar from 2010 to (B)(6) 2019, oxybutynin from 2012 to (B)(6) 2019 and hydrocodone from 2012 to (B)(6) 2019. Concurrent conditions included diverticulosis, fibromyalgia, gastroesophageal reflux disease, dysfunctional uterine bleeding, nickel sensitivity, peritoneal cyst, polymenorrhoea and dysfunctional uterine bleeding. Concomitant products included diazepam since 2013, dicycloverine (dicyclomine) since 2013, lidocaine (lidocain) since 2013 and pantoprazole since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome") with urticaria and pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, dysfunctional uterine bleeding and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2019, outside counsel confirmed that the plaintiff fact sheet received on (B)(6) 2018 contained incorrect information. This extraction form contains information extracted from the medical records received the same date. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2019: negative. X-ray - on (B)(6) 2016: testing for allergies: allergies to nickel and chromeof essure device. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nickel allergy, pelvic pain. Lot number:a36524. Manufacturing date: 2012/08. Expiration date: 2015/08. Lot number:c26965. Manufacturing date: 27-feb-2014. Expiration date: 28-feb-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("chronic pelvic pain"), device dislocation ("migration of essure device") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 37-year-old female patient who had essure (batch no. C26965(pfs),a36524(mr)) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, vaginitis, uterine bleeding and vulvitis. *current weight 150 lbs. Previously administered products included for an unreported indication: gabapentin from 2012 to (B)(6) 2019, buspar from 2010 to (B)(6) 2019, oxybutynin from 2012 to (B)(6) 2019 and hydrocodone from 2012 to (B)(6) 2019. Concurrent conditions included body mass index normal, diverticulosis, fibromyalgia, gastroesophageal reflux disease, dysfunctional uterine bleeding, nickel sensitivity and peritoneal cyst. Concomitant products included diazepam since 2013, dicycloverine (dicyclomine) since 2013, lidocaine (lidocain) since 2013 and pantoprazole since 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome") with urticaria and pruritus. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), migraine ("migraines / headache"), headache ("migraines / headache") and mood swings ("mood swing"). In (B)(6) 2015, the patient experienced prolapse ("prolapse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), adnexa uteri pain ("ovary pain"), vulvovaginal pain ("vaginal canal pain"), abdominal distension ("bloating") and muscle spasms ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, dyspareunia, headache, weight increased, prolapse, mood swings, adnexa uteri pain, vulvovaginal pain and abdominal distension outcome was unknown, the pelvic pain, migraine, urinary tract disorder and bladder disorder was resolving and the dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, dysmenorrhoea and muscle spasms had resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, bladder disorder, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, muscle spasms, pelvic pain, prolapse, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015(as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Essure devices in satisfactory position bilaterally occluded. X-ray - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspareunia, irregular vaginal bleeding. Lot number:a36524 manufacturing date: 2012/08 expiration date: 2015/08 lot number:c26965 manufacturing date: 27-feb-2014 expiration date: 28-feb-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('there was noted to be still a portion of the essure coil within uterus/breakage/ expulsion: breakage'), pelvic pain ('chronic pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 37-year-old female patient who had essure (batch no: a36524,c26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease, vaginitis, uterine bleeding, vulvitis and ectopic pregnancy. Previously administered products included for an unreported indication: gabapentin from 2012 to on (B)(6) 2020, buspar from 2010 to on (B)(6) 2020, oxybutynin from 2012 to on (B)(6) 2020 and hydrocodone from 2012 to on (B)(6) 2020. Concurrent conditions included diverticulosis, fibromyalgia, gastroesophageal reflux disease, dysfunctional uterine bleeding, nickel sensitivity, peritoneal cyst, polymenorrhoea and dysfunctional uterine bleeding. Concomitant products included diazepam since 2013, dicycloverine (dicyclomine) since 2013, lidocaine (lidocain) since 2013 and pantoprazole since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome/allergy: nickel - diag. Post-essure/nickel allergy") with urticaria and pruritus. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/ skin condition\rashes or skin conditions type: mostly face rashes"), skin disorder ("rash/ skin condition"), stress ("psychological or psychiatric problems condition: stress"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("hair loss"), menopausal symptoms ("hormonal changes describe: menopause like symptoms"), vision blurred ("vision/eye problems type: blurry vision") and dermatitis allergic ("allergic or hypersensitivity reaction type: skin allergies") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salping. (Unilateral) and removal of essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals, stress, dermatitis allergic and vaginal haemorrhage outcome was unknown and the rash, skin disorder, fatigue, alopecia, weight decreased, menopausal symptoms and vision blurred had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, pelvic pain, rash, skin disorder, stress, uterine perforation, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: on (B)(6) 2019, outside counsel confirmed that the plaintiff fact sheet received on (B)(6) 2018 contained incorrect information. This extraction form contains information extracted from the medical records received the same date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: result: unilateral occlusion (left tube occluded) on (B)(6) 2013. My tube was blocked: essure was implanted unilaterally as my right tube was removed in 2006 due to an ectopic pregnancy. Imaging procedure: on (B)(6) 2013: results of confirm. Test left occlusion only. Pregnancy test urine: on (B)(6) 2019: negative. X-ray: on (B)(6) 2016: testing for allergies: allergies to nickel and chrome of essure device. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nickel allergy, pelvic pain. Lot number: a36524, manufacturing date: 2012/08, expiration date: 2015/08. Lot number: c26965, manufacturing date: 27-feb-2014, expiration date: 28-feb-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received; new events- skin allergies, vaginal bleeding were added & few events were updated from hormonal changes to menopause like symptoms, psychiatric problems to stress, from vision/eye problems to blurry vision. Lab test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome") with urticaria and pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and allergy to metals outcome was unknown. The reporter considered pelvic pain, dysfunctional uterine bleeding and allergy to metals to be related to essure. Diagnostic results: (B)(6) 2015: patch testing for allergies: allergies to nickel and chrome. Quality-safety evaluation of ptc: initial assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification risk category v medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 22-feb-2017: follow-up information added from duplicate (record #(B)(4)) reported via lawyer on (B)(6) 2016: new events: chronic pelvic pain, dysfunctional uterine bleeding (severe allergy to nickel was already reported), all considered related to essure. Essure was removed in (B)(6) 2015 (additional internal information: essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2015, the patient experienced allergy to metals ("severe allergy to nickel and chrome") with urticaria and pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). The patient was treated with surgery (removal of essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and allergy to metals outcome was unknown. The reporter considered pelvic pain, dysfunctional uterine bleeding and allergy to metals to be related to essure. Diagnostic results: (B)(6) 2015: patch testing for allergies: allergies to nickel and chrome. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous report, initially reported by a consumer as non-serious case and later updated per legal claim, refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain and dysfunctional uterine bleeding. The plaintiff underwent removal of the inserts approximately 2.5 years after insertion. Pelvic pain and dysfunctional uterine bleeding, serious due to medical significance, are anticipated in the reference safety information of essure. Pelvic pain and genital bleeding may occur during the use of essure. Thus, based on a positive temporal relationship and given that no alternative explanations were provided, a causality between these events and the inserts cannot be excluded (related). This case was classified as incident because surgery was required to remove essure. Other non-serious events were reported. An updated product technical analysis is awaited. Further information is expected only through litigation process.